Event description:
New custom bivona trach tubes arrived at (B)(6) on (B)(6) 2010. Clinician inspected one (with family permission) due to previous problems with custom trach tubes, before sending trachs to home. The trach tube, lot # cl117416, that was inspected was not noted to have any problems with the connection at the tube/flange, which was the previous problem. Clinician noticed that the flange did not look as smooth as they usually are; clinician rubbed the area with gloved finger to ensure no material was "flaking" off the flange, which it didn't. Clinician let dad know the findings, and arrangements were made to have 3 trach tubes delivered to the home same day. The next morning the clinician spoke to dad because he was unhappy with the tubes and returning them back to us. He stated upon initial inspection, the trachs appeared okay, but the coating on the shaft of the trach looked "funny" and was not as smooth. When he inflated the cuff to check it, he noticed that the cuff felt "rough" and he was concerned about material coming off of the cuff while in the pt or cause irritation to the trachea. Dad stated that he is not comfortable using these trach tubes and would rather use the standard trach tubes that has been through more testing. Three trach tubes, lot #cl117416, were returned to (B)(6).